Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned was returned in lens case/vial. Visual inspection found the lens optic torn, lens haptic broken, and the lens having foreign material on lens surface (dried, discolored material). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm12.6 implantable collamer lens, -10.5/+3.0/105 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to refractive surprise and lens dislocation/subluxation. The surgeon attempted to reposition the lens but the result was not stable. The lens was then exchanged for a longer lens but the problem was not resolved. The surgeon is planning to perform corneal refractive surgery to reduce the error.